Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.(B)(4).

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported having problems with her insulin pump. The customer changed the infusion set, but the device alarmed motor error during the prime process. The blood glucose reading was 178mg/dl. Troubleshooting was performed and found that the customer was not using the sensor feature and was able to rewind the device. Advised the caller to discontinue the use of the insulin pump and to revert to back up plan. No further information was provided.